Event description:
It was reported that this pacemaker exhibited under sensing of the intrinsic atrial beat as it was falling into the programmed refractory period then providing brady pacing. Technical services (ts) analyzed device episode data. Reprogramming was advised. No adverse patient effects were reported. Currently, this lead remains in service.